Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the sterilizer and learned that the user facility's electrician had found that the facility's three-phase connection to the sterilizer was loose resulting in the unit to short and for the reported event to occur. The user facility's electrician secured the three-phase connection and inspected all wiring in the main electrical panel. The sterilizer was found to be operating properly. While onsite the technician inspected the sterilizer and found it to be operating according to specifications. The unit was returned to service. No additional issues were reported.

Event description:
The user facility reported that smoke was emitting from their amsco 400 sterilizer. No report of injury or delay.